Event description:
Intravenous (IV) pump was infusing antibiotic that was hung around 15:25-15:30. After checking on pump after about 45 min to an hour (infusion should have been finished in 30 min). However, antibiotic infusion bag was still half full.